Manufacturer narrative:
The kit's lot number was not provided for a specific investigation. The sample was not returned for further testing, no additional information such as medical history was provided. A review of complaint trends reveals that all of the determine combo lots are performing according to label claims. The evidence available does not indicate that the product is performing outside label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results.

Event description:
This report represents 1 of 8 (B)(6) alere determine hiv 1/2 ag/ab combo patient results reported from a customer to a sales representative. Two (2) patients were repeated with the same outcome. The patients were confrmed (B)(6) by an unknown method. No additional information was able to be obtained. The patient gender, pregnancy status, treatment and patient outcome were unknown. No device lot numbers or dates of occurrence were provided. There is insufficient information to determine if a malfunction occurred. Attempts to gain additional information were not successful. This will be filed as 8 separate MDR reports. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4) however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).